Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov2020175 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020175 met the qc criteria. The complaint issue was not found with the retention samples. The complaint is not verified. Similar issues will be tracked and trended.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with 3 flowflex covid 19 antigen test kits . The customer has just purchased the test kits ,so this is an out of box issue. Customer called in because 2 test cassettes has no c-line or t-line. Customer confirmed that she had applied 4 drops of buffer solution to the s-well, and waited until 15-30 mins. No control line or test line appeared. The customer did nor see anything appear at all. Customer is not able to send a picture of the 2 cassettes, because she dos not have the ability to send them. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs